Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibratory alert for hv lead impedance greater than the upper limit. The patient will be monitored via home monitoring. Patient is stable.